Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. There was no reported adverse impact to the customer¿s blood glucose level.